Manufacturer narrative:
The customer reportedly discarded the monopolar curved scissors tip cover accessory. Therefore, the root cause of the customer reported failure mode cannot be determined. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: during the da vinci-assisted total hysterectomy surgical procedure, it was alleged that the mcs instrument arced. The mcs tip cover accessory was damaged due to arcing and had holes with no evidence or claim of user mishandling/misuse. Although there was no patient harm or injury, if this malfunction were to recur it could cause or contribute to an adverse event. At this time it is unknown what caused the arcing to occur.

Event description:
It was reported that during a da vinci-assisted total hysterectomy surgical procedure, the monopolar curved scissors (mcs) arced twice. After replacing the tip cover for the third time, the mcs instrument worked fine with no further arcing. The customer stated that after each arcing event, the mcs tip cover accessory was inspected and each time they noticed a hole in the accessory. The customer was not sure if the hole was present on the tip cover before installing on the mcs instrument or if it was induced by use. The procedure was completed with no report of patient harm, adverse outcome or injury. The other occurrence of arcing with use of a different mcs tip cover accessory during this procedure was reported on patient identifier (B)(6).